Manufacturer narrative:
Pump passed displacement test and self test. Software error detected alarm found in the pump history. Unable to determine the root cause, problem isolated to the pcb2.

Event description:
Customer's mom reported via phone that the insulin pump had pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer was able to clear the alarm. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump passed self test. The insulin pump will be returned for analysis.